Event description:
Original complaint received on 5/30 indicated consumer received a burn while microwaving the compress. Original complaint indicated no medical attention was sought. On 11/10/00, co received a letter from consumer indicating medical treatment (unknown) was received and requesting medical bill reimbursement. Request for the return of the product for eval has been ignored.